Event description:
A 66-year-old male patient underwent coronary artery bypass grafting surgery (CABG) and was unable to wean from bypass. He crashed onto central va ECMO, was weaned, crashed again with peripheral ECMO initiated. He required left ventricular unloading, so an impella 5.5 was placed. The right ventricle was performing poorly so an rp flex was added. The patient required renal replacement therapy for elevated filling pressures and right ventricular failure. The patient was weaned from ECMO and supported on right and left sided impella devices. The rp flex had to be replaced, most likely due to thrombus ingestion. The rv was noted to be akinetic at the time. Liver enzymes trended down and the patient continued with continuous renal replacement therapy. The patient remained in the ICU with his chest open and supported with bipella support. He became acutely acidotic, prompting the md to send him for a CT scan to rule out other reasons for acidosis other than acute organ failure. The patient appeared jaundice despite impella support and ultimately expired on (B)(6) 2025. The patient¿s organ failure, including renal, was most likely due to his arrest in the or requiring initial ECMO support. Also, his acute right heart failure most likely impacted his liver failure and jaundice as well as elevated filling pressures.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d10 (concomitant). Ppae (cardiogenic shock/renal failure/organ failure): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 serial number updated.